Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the motor stopped turning. A second motor drive unit was used to successfully complete the case with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device all finished goods release criteria.